Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, episodes of under-sensing and episodes of over-sensing were noted on the device. No intervention was performed, and the device will be monitored. The patient was stable with no consequences.